Event description:
It was reported that the patients lead was fractured which was confirmed through x-ray. It was noted that two contacts were dislodge from the paddle lead. Additional information was received that the patients ipg needed to be charged frequently. The patient underwent a revision procedure where the ipg and leads were replaced. It was also noted that the two contacts remained on the paddle lead and were explanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 20707086.

Event description:
It was reported that the patients lead was fractured which was confirmed through x-ray. It was noted that two contacts were dislodge from the paddle lead.